Event description:
The manufacturer received information alleging a ventilator's lcd screen had no display. The device was no in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The j28 connector on the system board was not fully inserted. The connector was fully inserted to address the issue.